Manufacturer narrative:
The reporter indicated that a 12.1mm vtich 12.1 8.00/3.0/085 (sphere/cylinder/axis) implantable collamer lens into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length and different diopter lens due to lens rotation not associated to low vault and refractive change over time. The exchange did not resolve the problem. Reference MFR# 2023826-2020-00132 for replacement lens. H3-device evaluation: lens returned in liquid in a lens vial. Visual inspection found haptic torn. Claim#(B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vtich12.1, 8.00/3.0/085 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length, different diopter lens due to lens rotation not associated to a low vault and refractive change overtime. This exchange resolved the problem. In the reporter opinion the cause of this event was patient related factor.